Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported gripper actuation issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported gripper actuation issue appears to be related to the observed gripper line break and is; therefore, attributed to procedural conditions/user technique. However, a definitive cause for the observed gripper line break in this incident could not be determined. It is possible that procedural interactions (natural curvature of patient anatomy) resulted in constrictive forces placed on the dc shaft, leading to the observed herniation of the coil. Subsequently, the gripper line break was likely due to a contribution of forces from usage of the device (multiple attempts raising the gripper) in conjunction with the herniation in the lumen coil. The aggregations of forces due to patient anatomy, tension on the system and herniated coils can contribute to the reported break; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for the inability to raise the grippers, which has the potential to cause or contribute to patient injury. It was reported that on (B)(6) 2016, the patient, with functional mitral regurgitation, underwent a mitraclip procedure. One clip was implanted; however, the physician felt the mr could be reduced with implantation of a second clip. Multiple attempts were made to place the clip at the proper location to adequately reduce the mr. The clip was opened and the grippers raised multiple times. After approximately 10 attempts, it was observed that the grippers were down while the gripper lever was retracted. The gripper lever was advanced and retracted; however, no movement was noted in the grippers. The clip was retracted and removed from the patient anatomy. A second cds was used with the clip implanted without issues. The mr was reduced from grade 4 to grade 2. There was no adverse patient effect and no clinically significant delay. No additional information was provided.